Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited an out-of-range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) was contacted for assistance and discussed that this may be due to electromagnetic interference. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the 0 ohm shock impedance measurement was due to a tens unit as the patient was in physical therapy. The device and leads were checked and found to have normal measurements. Normal follow-up is planned and no adverse patient effects were reported. This device remains in service.